Event description:
According to the available information, this complaint concerns a patient who has used the luja coude urinary intermittent drainage catheter for about a month. The patient¿s wife reported that the end user has experienced bleeding once in a while and developed a uti that resulted in an overnight hospital stay with IV antibiotics. The end user was sent home with antibiotics and is no longer symptomatic. It is reported that the bleeding was visible in the catheter and/or the urine. The patient did not force the catheter into the urethra and bladder. The bleeding stopped immediately after the catheter was removed. There were no other health effects besides the bleeding. They received training on how to use the catheter and did so according to the IFU. No further information is available at this time. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.